Manufacturer narrative:
D9: added devices return information.

Manufacturer narrative:
Corrected information was provided in d3 and g1. Upon review, it was identified that these were inadvertently omitted from the initial report. Updated h3 to ¿yes¿ as the device was received and evaluated. Corrected information was provided in h5 and h8. Upon review, it was identified that these were incorrectly submitted in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The inability to open the purge door on ic8283 was not determined.

Event description:
The complainant reported a purge release button got stuck and the door would not latch closed. There was some purge solution in the cassette space and was wiped away. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.